Event description:
After less than one minute of run time, the physician operating the device observed separation of the distal housing from the catheter. No pt complications. Returned device analysis suggests the malfunction may have been caused by glue joint failure.